Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try different wall outlets and charging cables, but these attempts did not resolve the issue. Consequently, technical support decided to replace the pump, and the customer reverted to an alternate method of insulin therapy.